Event description:
It was reported the patient had pain in their right hip and leg a week prior to report and the night prior to report that started happening every 15 minutes. It was noted they had attempted to use the programmer but could not turn the implant off and the patient was really hurting. It was stated the patient described a surging sensation. Reportedly, they attempted to use the programmer but couldn¿t get any communication and the 9 volts light appeared on the programmer. It was noted they tried with and without the antenna. The patient stated that when pressing the up arrow they felt stimulation come back to their vagina and rectum area and when they decreased it went away but regardless of up or down they still had a constant surging feeling. Reportedly, the patient felt the surges at the device and down their buttock on the right side and down their leg towards the back of their legs with a little tingling in their toes. It was noted the patient described the feeling as electrical. It was stated the patient had the pain for about a week but the night prior to report they started to have surges and it felt like they were being shocked and it was unbearable. Later that day, it was reported the patient was not able to adjust stimulation. It was stated the patient had been having uncomfortable, positional changes in stimulation that they described as surges. It was noted this started a little over a week prior to report and had gotten increasingly worse. It was stated the patient was unable to communicate with their implantable neurostimulator (ins) and the only light that came on was the 9 volt battery light. When assessing the programmer, they were unable to determine if it was passing its self-test because no beeps were occurring even though the volume was on maximum. It was noted the patient hadn¿t heard it beep in a long time. It was also reported the patient had fallen and broken both feet and this coincided with the surging sensations. The next day, it was reported the manufacturer representative attempted to use a clinician programmer and no communication was possible with the implant. It was stated the patient¿s condition appeared to be getting progressively worse. While repositioning the clinician programmer telemetry head, the pressure on the patient¿s ins pocket site caused shooting pain down their leg. It was noted the patient¿s condition was getting worse and worse. It was later reported the patient was (B)(6) pounds and was also being managed by a pain clinic who identified the patient had two broken vertebrae. It was noted that because of the patient¿s weight and condition they wouldn¿t do anesthesia or a surgical procedure. It was stated the patient¿s nurse suspected their condition could not be related to the implant. Additional information stated the patient¿s doctor also thought the patient¿s symptoms were not device related. It was noted the patient was in a wheelchair and actively taking morphine for their back issues. It was later reported the doctor indicated the implant was 3 mm deep and superficial. The doctor indicated they were going to remove the stimulator and cut the extension in the office the day of report. A day later, it was reported the ins was removed and the extension was cut. It was stated the patient was going to be evaluated when they came back in to the office later the day of report. It was noted the patient did say they felt better when leaving the office the day prior and it was stated everything looked good at that point. It was later reported the healthcare provider confirmed that the symptoms were not related to the device but rather to the patient¿s other health issues. It was stated there was normal battery depletion and the patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3093-28, lot# j0555459v, implanted: (B)(6) 2005, product type: lead. Product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3093-28, lot# j0555459v, implanted: (B)(6) 2005, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).